Event description:
It was reported that the device reached elective replacement indicator prematurely and the left ventricular lead was noted to have a high threshold. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. 6944 implantable tachy lead 2008 (B)(6); 5568 implantable pacing lead 2004 (B)(6). (B)(4)

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 98% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.